Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this pacemaker. It was noted that the battery life projection had dropped from five years to one and half years in one year. Based on the most recent available data from approximately three months prior to this call to technical services (ts), power consumption was 171% of expected and there were no signs of patient conditions that might increase consumption. It was requested that current data be transmitted in order to provide a more accurate analysis. Information was later received that this device was explanted and replaced with a new device. No additional adverse patient effects were reported. This device has returned and analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report contains additional information detailing this device explant as well as address details for the initial reporter. Should additional information become available this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this pacemaker. It was noted that the battery life projection had dropped from five years to one and half years in one year. Based on the most recent available data from approximately three months prior to this call to technical services (ts), power consumption was 171% of expected and there were no signs of patient conditions that might increase consumption. It was requested that current data be transmitted in order to provide a more accurate analysis. This device remains in services and no additional adverse patient effects were reported.